Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10i30048, h10k05047, and h11a03058 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis, nausea, and vomiting in a patient coincident with dianeal unknown and dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unknown date, the patient experienced peritonitis, nausea, and vomiting. On (B)(6) 2011, the patient was hospitalized due to the peritonitis, nausea, and vomiting. The nurse stated she was not aware that the patient was hospitalized for the peritonitis as reported by the consumer. The cause of the peritonitis was unknown. Treatment during hospitalization was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in (B)(6) 2011, the patient had recovered. Dianeal therapies were ongoing. The nurse reported that the nausea and vomiting were unrelated to dianeal therapies. The nurse did not provide an opinion of causality for the event of peritonitis reported by the consumer.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The specific product code for the minicap transfer set is unknown. The brand name, manufacturer and 510k however have been provided in this MDR. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.